Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the (B)(6) 2019, 90-year-old female went to (B)(6) for pneumonia. Staff used new thing (purewick) for urinating. They watched the certified nursing assistant get their up to have bowel movement twice & physiotherapy get their up once from bed. Each time they pulled the purewick, dropped it on floor then shut off suction. They questioned the sanitary condition of the wick. Cna ignored them. Physio asked a nurse, then nurse replaced the wick. There was a discussion as to where they should put it when not in use and it was decided to wrap it in a clean garbage bag or place on clean bag in garbage can. 4 days later their mother-n-law had uti. One month later they were back in cgh medical center with broken vertebrae. Again, the purewick was dropped on the floor when reused, witnessed by a family member. 4 days later at rehab. Nursing home mother-in-law was diagnosed with uti. In 2022, purewick was used on them while in same hospital. They refused it to be put back unless a clean one was used when staff dropped it on floor. They still had not learned the floor was dirty.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-08940. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the (B)(6) 2019, (B)(6) female went to (B)(6) for pneumonia. Staff used new thing (purewick) for urinating. They watched the certified nursing assistant get their up to have bowel movement twice & physiotherapy get their up once from bed. Each time they pulled the purewick, dropped it on floor then shut off suction. They questioned the sanitary condition of the wick. Cna ignored them. Physio asked a nurse, then nurse replaced the wick. There was a discussion as to where they should put it when not in use and it was decided to wrap it in a clean garbage bag or place on clean bag in garbage can. 4 days later their mother-n-law had uti. One month later they were back in cgh medical center with broken vertebrae. Again, the purewick was dropped on the floor when reused, witnessed by a family member. 4 days later at rehab. Nursing home mother-in-law was diagnosed with uti. In 2022, purewick was used on them while in same hospital. They refused it to be put back unless a clean one was used when staff dropped it on floor. They still had not learned the floor was dirty.